Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument and changed the buffer valves. The agitation blades were also changed as a preventive measure. The instrument was calibrated. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware failure. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: erroneous ionic selective electrolyte (ise) yielded erroneous results. There was no report of death or serious injury.

Manufacturer narrative:
Operator of device, health professional.